Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore,consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 975 mg/dl. The customer also reported no delivery alarms prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well.